Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2012, patient was pre-operatively diagnosed with lumbar degenerative disk disease at l4-5 level and underwent the following procedures: posterior lateral pedicle screw and instrumentation at l4-5. Lumbar decompression at l4-5 to decompress the l4 nerve root. Lumbar arthrodesis at l4-5 using compression resistant matrix, morselized bone, and bmp for fusion at l4-5. Lumbar decompression at l4-5 to decompress the l5 nerve root and lateral recess. Use of locally harvested morselized bone. Per operative -notes,¿ a construct of compression resistant matrix, locally harvested bone, and bmp soaked sponge was placed into the lateral gutters spanning the transverse process of l4 and 5 which had been previously decorticated.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.